Manufacturer narrative:
Full e1 initial reporter establishment name - (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: inadequate or improper maintenance. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ceramic tip was loose on the resection sheath. There were no reports of patient involvement.